Event description:
The field engineer reported that the system had lost the generator calibration files which caused system to be unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The calibration files were reloaded. The system was then found to be operating as intended.